Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since implant the patient has had poor coupling. They charge during the night and have to cinch the belt very tight in order to get 8 coupling boxes. The patient will check the device before bed and it will be at 1/2 full and in the morning will have only increased by 1/4. An antenna locate resulted in numbers from 46-60 and initiated a charge with 4 to 6 coupling boxes. The patient thought that their device was sitting at an angle in the pocket. The also noted that the implantable neurostimulator (ins) seemed to be ¿floating¿ around in the pocket and had been doing it since it was implanted. They stated that it seemed like there was fluid in the pocket site.